Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual analysis revealed a damaged insulation 15 cm distal to the is-1 connector pin, which most likely resulted from the explantation procedure. However, a thorough analysis of the lead did not show any deviations which might have led to the reported clinical observations. Resistance testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the lead dislodged with increase in threshold and reduced sensing. On examination of lead using diathermy for removal/ tight access in pocket area, insulation damaged at proximal end. The lead was explanted.